Event description:
After an implantation period of approx. 116 months, it was reported that the device shows the eri status during an interrogation. The ICD was explanted. No adverse patient events were reported. Should additional information be received, this file will be update.

Manufacturer narrative:
The device was received and analyzed. Prior to the analysis of the device, the manufacturing process for this pacemaker was reviewed and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the device functions to be as specified. Upon receipt, the device was interrogated showing the eri battery status. The eri battery status was triggered on july 7, 2023, confirming the clinical observation. The pacemaker was implanted for approximately 116 months. The ability of the device to deliver therapies was tested. The anti-bradycardia pacing pulses in eri mode proved to be normal and in amplitude and frequency as programmed. There was no indication of a malfunction. Next, the memory content of the device was inspected. The amount of charge taken from the battery was verified and found to be not consistent with the eri battery status. However, the current consumption was documented to be normal and as expected. Therefore, the pacemaker was opened and subjected to further analysis. The visual inspection of the inner assembly showed no anomalies. The current consumption of the electrical module was directly measured and proved to be normal and as expected. There was no indication of a malfunction of the electrical module. The battery was sent to the manufacturer for further analysis. The manufacturing records of the battery were inspected, documenting that the battery parameters were within specification during the battery manufacturing. No anomalies were documented during the production process associated with this battery. The visual inspection of the battery did not reveal any external signs of damage. Further extensive analysis of the battery, including destructive analysis, identified an elevated internal battery impedance, leading to the activation of the eri battery status. In conclusion, the device was implanted for approximately 116 months. The therapeutic functionality of the device was tested and proved to be fully functional. Further investigations revealed an elevated battery impedance as the root cause of the eri activation.